Manufacturer narrative:
This report is being supplemented to provide corrected information provided in section g6 and to provide information based on the legal manufacturer's final investigation. G6 correction: the initial MDR was an initial 30-day report and not a 5-day report.  A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported foreign material in the air / water nozzle the DHR confirmed that the subject device was shipped in accordance with the specifications. It was confirmed that the air/water nozzle was not deformed and that reprocessing was conducted in accordance with the instructions for use (IFU). Foreign material could not be identified from the obtained information. We could not specify the cause of the material that remained in the device from the obtained information. The investigation concluded that a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found in addition, due to wear of angle wire, bending angle in the up direction did not meet standard value. Plastic distal end cover had a dent. Adhesives around light guide lens, objective lens, and distal end all had white-clouded area. Due to a cut on heat shrinking tube of locking engagement lever, expected insulation capacity could not be obtained. Due to clogging of nozzle, water removal ability does not meet standard value. Due to clogging of the nozzle, air supply volume does not meet standard value. Adhesive on distal end was chipped and cracked. Due to wear of angle wire, the play of the up/down knob was out of standard value. Due to damage on the charge coupled device unit, the image is not displayed. In addition, the connecting tube, switch 1 and switch 2, the protector of universal cord on scope-connector side, the image guide protector were all scratched. The facility's clean, disinfect and sterilize (cds) , reprocessing information and foreign matter surveys results were noted below : 1. Device was cleaned, sanitized and disinfected prior to sending the device for repair. 2. Facility cannot tell when the foreign matter adhered on the device. 3. There was no delay in the start of precleaning. 6. Water and air was supplied to the air/water nozzle. 7. There were abnormalities with the accessories used for reprocessing. 9. Wiped/brushed the air/water nozzle with gauze, brush, or sponge. 10. The air/water nozzle was flushed with detergent. 11. Any concerns on reprocessing- ¿none¿. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had air/water flow issues from the air/water flow system. The issue was found during maintenance. Inspection and testing of the returned device found nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.